Event description:
Increased shock impedance and decreased pacing impedance. X ray revealed twiddlers syndrome. System removed and replaced. On (B)(6) 2014 add'l info was received. This lead was explanted and replaced. The ICD remains implanted.